Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 26 jun 2006, part#: 356.825 lot#: 2193852. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a extractor was received broken in an evaluation set, evaluation order# (B)(4). It was confirmed that the tip appears to be broken as it looks like part of the extractor is damage and broken off. It is unknown when the part broke and whether there was patient or procedure involvement. This complaint involve 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the overall complaint condition is confirmed as a small portion of a broken blade was received stuck on the distal tip of the device. However, this condition is not consistent with the initial reported condition as no breakage was observed on the extraction screw and the broken blade portion stuck on the distal tip was not initially reported by the complainant. The blade shows a roughly transverse fracture approximately 6.5mm/8mm from the proximal surface. Based on the received portion, the blade could not be identified. The blade portion is stuck on the extractor and shows significant dents and scrapes. The distal portion of the blade was not received. A visual inspection and drawing review were performed as part of this investigation. These issues were determined to be related to the design of the blade and the extraction screw. There has been a design change, thus, the complaint condition was likely a result of the previous design. Per the technique guide, this device is intended for use in removal of proximal femoral nail antirotation (pfna) and pfna-ii blades. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that during the product investigation that no breakage was observed on the extraction screw, however, a broken blade portion was found stuck on the distal tip of extractor. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. On previous follow up report, date should have been may 31, 2016 not june 01, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.